Event description:
The user facility reported that during diagnostic esophagogastroduodenoscopy (egd), the users experienced yellow and green blotches in the center of the video display, which occluded the image, and only limited field of view remained in the periphery of the image. The procedure was completed using a different device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the users experience of image difficulties. The device provided only a distorted black and white image when tested. The switches were noted to intermittently activate spontaneously, and there was no endoscope identification data transmission present. A low resistance valve was noted on one of the burndy connector pins, and the suction channel was noted to be scored. A leak was identified in the instrument channel. The instrument channel was examined and extensive scrape and tear marks were found to be present. Fluid invasion and corrosion was detected in the endoscope connector, electrical connector. And control body. The cause of the image difficulty was likely due to fluid invasion. The exact cause of the fluid invasion could not be determined. This report is being submitted as an MDR in an abundance of caution.